Event description:
The affiliate reported the customer alleged reactive rubella immunoglobulin m (igm) and positive rubella immunoglobulin g (igg) results on two different samples for one pregnant patient involving access 2 immunoassay system. Subsequent testing on two alternate methodologies recovered non-reactive results. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter europe with the patient's samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed rubella igm reactive results. Heterophile testing was also performed and recovered negative for substance interference. Product labeling states: "the presence of anti-rubella igm does not always indicate a recent infection, because igm can persist for many months, or even for several years after infection. Igm presence indicates the need for quantitative examination of anti-rubella igg." Quality control (qc) recovered within specifications. The cause of the event is unknown.